Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is 497 mg/dl. The insulin pump will be replaced.